Event description:
Patient identifier: (B)(6). Date of event: (B)(6) 2013. According to the information received, when removing the tape that secured the catheter, the catheter broke in half. The remaining end was removed from the patient. The catheter appears to have snapped halfway down the tubing length.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.